Event description:
Two weeks after normal dental procedure to replace a filling, patient experienced jaw pain and the inability to close his mouth (temporomandibular joint disorder, tmj). He reported this to the dentist who performed the dental procedure at that time. The dentist did not notify us (the MFR). The patient notified us on (B)(4) 2013. Dentist performed a standard dental procedure for a filling in a tooth of the patient. The doctor used an isolite system and isolite system mouthpiece used for retracing the tongue, keeping the mouth open with the bite block (integrated into the design of the mouthpiece, utilizing the vacuum and illumination features of the...

Manufacturer narrative:
Patient complained to dentist of pain in jaw, 2 weeks after dental procedure (filling) using the isolite mouthpiece. Dentist referred patient to oral surgeon who diagnosed patient with tmj (temporomandibular joint) disorder. At the time, the patient file the complaint with us (MFR) he had almost fully recovered but still had some limited mobility of his jaw.